Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2014 with the following findings: the battery compartment was observed to be cracked from the case seal to the grip. The pump was opened and removed from the case, and no moisture or corrosion was observed in the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging an casing condition issue. The reporter stated that there was a crack on the pump casing and an unresponsive keypad issue. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.